Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5135537. Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients leads had been disconnected from the ipg as confirmed through interrogation. A few contacts with high impedances and with a potential crack was noted. It was also mentioned that the patient was experiencing pain and inadequate stimulation.